Event description:
It was reported that a t:slim x2 pump battery would not charge, and a power source alert was recorded in the pump's history. There was no adverse impact to the customer's blood glucose level. The customer initially used a third-party wall adapter but was advised by technical support to plug the wall adapter into a functioning outlet for at least 30 minutes. The customer confirmed that the battery indicator eventually showed 100% while speaking with technical support. The customer planned to leave the pump plugged in for 30 more minutes at their workplace and to call back if the issue persisted.